Event description:
It was reported that the patient presented in clinic due to inappropriate shock, resulting in post traumatic stress disorder (ptsd) and discomfort. Upon interrogation, it was discovered that there was noise oversensing, inhibition of pacing, and a high pacing impedance noted on the patient's right ventricular (rv) lead. It was determined that the rv lead had fractured, and x-ray revealed that it was bent. The rv lead was capped on (B)(6) 2026 and successfully replaced. The patient was stable.